Event description:
A device report from (B)(6) indicated a clinical study in (B)(4) reported: pt who was a multiple trauma pt: spine fracture, type iii open lower limb fracture left side, acl / pcl rupture of the left knee. Rotator cuff rupture right shoulder with soft issue reconstruction with retusfilep. Pt was enrolled in a etn protect nail study and implanted with a nail on (B)(6) 2012. Pt presented with pain, swelling and crp elevation and a non-union of the left lower limb on (B)(6) 2012. Pt was returned to the operating room on (B)(6) 2012, surgical revision for re-osteosynthesis, it was noted there was a deep incisional surgical site infection and a small abscess was found around the screw. Pt was also treated with medication. This is 2 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.